Event description:
It was reported that a spectrum pump had no audio during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, no audio was reproduced. The problem was able to be confirmed through visual review. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.